Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The reported product was located on tooth # 30 (universal) and used for approximately 10 days prior to the initial loosening event. The customer has not provided additional pictures or x-ray images of the product. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the iunihg dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/ CAPA/ hhe/d/ie/ product holds for the reported product. Complainant reported that they purchased custom abutments through trident lab that utilized the iunihg screws. Patient received her abutment in site #30 on (B)(6) 2019. On (B)(6) 2019 screw loosened. It was tightened down patient sent home. Patient was not injured in this event. The reported complaint could not be verified with the information provided. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth: unknown. Weight: unknown. Lot number: unknown. Last name: unknown.

Event description:
It was reported that the abutment screw loosened in the patient's mouth.